Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level of 495 mg/dl; with moderate ketones. Reportedly, the battery gauge was fluctuating and pump shut down. Reportedly, customer attempted to self treat via manual dose injection but was treated intravenously with fluids of saline and insulin at the ER. Customer was released from the emergency room with issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.